Manufacturer narrative:
Concomitant medical products: 6935m62 lead; implant date (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sensing issue due to patient anatomy was noted on the right atrial (ra) lead. A revision was attempted and the lead remains in use. No patient complications have been reported as a result of this event.